Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 003098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline (zoloft). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infections"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal surgery scheduled on (B)(6) 2018). At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, urinary tract infection, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine and urinary tract infection to be related to essure. Diagnostic results: on (B)(6) 2015 by dye injection and the results of essure confirmation test and the healthcare provider told about the result that everything was good, all closed app. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet received. Event severe and permanent injuries was deleted and events abnormal bleeding, dysmenorrhea, dyspareunia, urinary tract infections, migraines / headaches, abdominal pain, cramping, back pain were added. Lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 003098-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline (zoloft). In november 2014, the patient had essure inserted. In september 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). In november 2017, the patient experienced urinary tract infection ("urinary tract infections"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal surgery scheduled on (B)(6) 2018). At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, urinary tract infection, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine and urinary tract infection to be related to essure. Diagnostic results: on feb2015 by dye injection and the results of essure confirmation test and the healthcare provider told about the result that everything was good , all closed app. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 003098-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline (zoloft). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infections"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and mental disorder ("psychiatric and/or psychological condition"). The patient was treated with surgery (essure removal surgery scheduled on (B)(6) 2018). At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, urinary tract infection, migraine and headache outcome was unknown and the mental disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, mental disorder, migraine and urinary tract infection to be related to essure. Diagnostic results: on (B)(6) 2015 by dye injection and the results of essure confirmation test and the healthcare provider told about the result that everything was good , all closed app. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received- new event psychiatric and/or psychological condition were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.